Event description:
It was reported that the customer was admitted to the hospital for high blood glucose. The customer received a no delivery alarm and low reservoir alarms prior to hospitalization. Troubleshooting could not be completed and the high pressure test could not be performed because the customer did not have a tubing clamp.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.